Manufacturer narrative:
The beckman (bec) field service engineer (fse) inspected the instrument and detected air entry through the diluent fitting due to a broken connector. Occasionally, a vacuum calculation error was observed. The fse replaced the damaged diluent fitting (part number c79166), performed a preventive replacement of the needle (part number rxh60041), carried out a complete cleaning and lubrication of the syringe body assembly, and preventively replaced the inline pressure sensor (part number rxh60149). Calibration was then performed using new g-cal. The fse relayed to the customer that it is essential for the diluent containers to be placed at the same height as the equipment. A height difference can lead to air entry, system priming failure, and negatively impact equipment stability. Bec internal identifier - case (B)(4).

Event description:
The customer reported erroneous patient results accompanied with flagging (r flags) generated on their dxh 520 hematology analyzer (product number: b40602, serial number: (B)(6). The same sample produced different results upon rerun, and occasionally, results were not generated (displayed as dashes or zero values). There was no report of erroneous results being released out of the laboratory. There was no report of any injuries, deaths, or delays/changes in treatment or diagnosis related to the reported issue. Patient data was provided reflecting erratic results accompanied by instrument flagging (r flags). Onsite service was scheduled.